Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, expected events of visual impairment and retinal artery occlusion, and the serious, unexpected event of optic ischaemic neuropathy were considered possibly related to the treatment. Serious criteria included required medical intervention with hyaluronidase, glucocorticoids, anticoagulants, vasodilators and hyperbaric oxygen treatment, and permanent damage. The non-serious, expected event of implant site necrosis and the unexpected events of diplopia, eye movement disorder, eyelid ptosis papilloedema and optic disc hyperaemia were considered possibly related to the treatment. Potential contributory factor include injection technique. Reported potential etiologies include type ii embolism. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [cn19029678 - lit article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 06-may-2019, which was detected by the company's medinfo team. The article reports three patients and this case concerns patient no.2. Zhang et al. Clinical observations and the anatomical basis of blindness after facial hyaluronic acid injection. Aesth plast surg. 2019. A (B)(6)-year-old female patient received treatment with total 1.5 ml of unspecified ha filler in the glabellar region. Immediately after treatment, the patient suffered from a visual defect on the upper side of the right eye, diplopia (right eye, oblique, 15 degrees), limitation of medial motion, mild blepharoptosis and optic disc edema. Immediately, the patient received treatment for the events with hyaluronidase injection. Four hours later, the patient was transferred to the hospital and received retrobulbar injections consisting of a 300 u/ml, total of 1500 iu of hyaluronidase to right eye by an ophthalmologist, also received treatment with glucocorticoid, anticoagulant vasodilators and hyperbaric oxygen. On the same day, the patient underwent fundus examination of the eyes and the result was left eye with no abnormalities, right eye: optic disc hyperemia/edema, flat retina, light macular color, diffuse reflection. Visual field examination showed defect of the upper right eye. Ocular angiography after retrobulbar injection of hyaluronidase, left eye no abnormalities, right eye fluorescein angiography (ffa) showed fluorescein filling of the central retinal artery, indocyanine green angiography (icga) examination showed background fluorescence partially absent in the choroid, late fluorescein leakage. Despite these emergency remedial injections of hyaluronidase, there was no improvement in the visual acuity of the patient and remained with partial vision loss of right eye. The patient was diagnosed with partial posterior ciliary artery occlusion (pcao) of the right eye and ischemic neuropathy of the right eye. It was informed that the cutaneous ischemic necrosis was improved but the patient showed no improvement in partial vision loss of right eye. The patient had a 6 month follow-up. It was stated as a type ii embolism of the posterior ciliary artery usually causes partial visual field impairment due to collateral circulation as observed in patient no.2.